Manufacturer narrative:
The device was returned for evaluation. The stylette did not return for analysis. The distal tip was slightly flared. The balloon bond was stretched. There were kinks evident along the hypotube. Residue was visible in the inflation lumen. The balloon could not be inflated due to stretching at the balloon bond. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a euphora balloon catheter. It is reported that the physician was unable to remove the sheath or stylette, and the physician's gloves got damaged. The device was not used in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.